Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine check. Upon interrogation, the right ventricular lead exhibited loss of capture. The lead was dislodged. During a device upgrade on (B)(6) 2015, the lead was repositioned. The patient was fine.